Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion (pbd). The device is expected to be returned for analysis. No additional adverse patient effects were reported.